Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.5-12.5cm from the distal tip. The etfe coating of one of the rv conductors was abraded at this location. An internal insulation abrasion was found a t 7.7- 9.0cm from the distal tip. External insulation abrasion was found at 40.7-41.1cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations.